Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 05 august 2025 a 20mm amplatzer septal occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system to treat an atrial septal defect (asd). It was noted that the patient's left atrium was narrow. During the procedure the occluder took on a bulky bulbous shape. The occluder was not released from the delivery cable. The occluder was removed from the patient. The patient remained hemodynamically stable throughout the procedure. There were no angulations or kinks on the delivery system. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity during implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported deformation could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 20mm amplatzer septal occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system to treat an atrial septal defect (asd). It was noted that the patient's left atrium was narrow. During the procedure the occluder took on a bulky bulbous shape. The occluder was not released from the delivery cable. The occluder was removed from the patient. The patient remained hemodynamically stable throughout the procedure. There were no angulations or kinks on the delivery system. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.